Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during preventive maintenance, the autopulse platform ( sn: (B)(4)) was displaying error message user advisory 27 (encoder fault) and ua 34 (encoder failure). No patient involvement was reported.

Manufacturer narrative:
The reported complaint for the platform displaying error message user advisory (ua) 27 (encoder fault) and 34 (encoder failure) were confirmed during archive review and initial functional testing. The encoder needs to replace to remedy the fault. Upon customer approval defective component will be replaced and the device will be further tested to full specification. No physical damage was observed during visual inspection. The archive data review indicated error message ua 27 and ua 34 occurred on (B)(6) 2017. The platform passed the initial functional testing without any fault or errors. Ua 27 and ua 34 were confirmed during power-on self-test. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of related complaints for autopulse sn (B)(4).